Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has a damaged display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
An adc customer's wife reported that the customer received a reading of 77mg/dl on his fs lite meter and further reported that at the time the reading was obtained she found the customer "non-responsive" and he had lost consciousness. Paramedics were called and approximately 20 minutes later upon arrival, an hcp meter reading of "below 24mg/dl" was obtained (no specific reading was reported). Paramedics initiated IV glucose treatment on scene, transported the customer to a local hospital where he was diagnosed with hypoglycemia and kept for 24 hour observation. Additional intravenous treatment was reportedly rendered at the hospital however, the specific solution used is unknown). There was no report of death or permanent impairment associated with this report.